Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single gripper actuation issue and a clip that was difficult to remove. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. The clip was advanced and upon performing capture attempts, the anterior gripper would no longer function properly. Subsequently, the clip was removed and exchanged. Upon visual inspection outside of the body, tissue was found on the clip and was suspected to be the reason the gripper would not function correctly. The procedure was completed with one clip implanted and a mr reduction to grade <1. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Returned device analysis could not confirm the reported difficult single gripper actuation. The reported difficulty removing the clip from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation appears to be due to procedural conditions. The reported difficulty removing the clip from anatomy appears to be due to procedural conditions. The reported tissue injury appears to be related to procedural conditions. Additionally, tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a